Event description:
A hospital reported to our distributor that a crack was found in the chamber dome of an mr290v autofeed vented humidification chamber resulting in water leakage. The leak was detected prior to use. No pt consequence was reported.

Manufacturer narrative:
The mr 290v humidification chamber (the chamber) was visually inspected for damage. Results: the crack on the chamber is confirmed. This is visible on the chamber dome towards the base and behind the hinge bracket. A lot check revealed no other complaints of this nature for this device. Conclusion: all humidification chambers are pressure tested and visually inspected during production. Such a crack, if present, would have resulted in rejection of the chamber as it would not have passed the pressure test. The chamber most likely sustained impact damage during transit between the manufacturing facility and the end user. Our monitoring and trending of chamber cracks for the mr290 humidification chamber has a rate of occurrence worldwide for the last year of 0.0002%.